Manufacturer narrative:
(B)(4). A review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. No product deficiency was identified. Based on the investigation conducted, the architect ca 125 ii assay is performing as intended. The customer was referred to the architect ca 125 ii reagent package insert ((B)(4)) which indicates that ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the ca 125 assay used. If, in the course of monitoring a patient, the assay method used for determining serial ca 125 levels is changed, additional sequential testing should be carried out. Prior to changing assays, the laboratory must confirm baseline values for patients being serially monitored. Additionally, for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. This is the final report.

Event description:
The customer stated a patient generated an initial and retest result of over 1,500 iu/ml on the architect ca 125 assay. The same sample was tested on axsym with a result of 15 iu/ml and on the centaur method with a result of 16 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.